Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard denali filter was deployed down to the level of l2 vertebral body in a patient with deep vein thrombosis and in conjunction with or before bariatric procedure. The filter was deployed and appeared to be slightly tilted and determined to be closure to the l1 vertebral body. The decision was made to retrieve the filter and repeat deployment. The 0.035-inch stiff glidewire was advanced past the level of the inferior vena cava filter. A balloon catheter was then advanced past the catheter, inflated, and attempts were made to straighten the filter more vertically. The balloon catheter was then exchanged for a snare catheter. The device sheath was replaced with the inferior vena cava filter retrieval sheath. The ensnare catheter was then used to successfully snare the top hook of the inferior vena cava filter. The inferior vena cava filter was then re-sheathed inside the retrieval sheath. The inferior vena cava filter was then removed through the sheath and passed off the table. The amplatz wire was then replaced. A 5 french pigtail catheter was then advanced beyond the sheath to the level of the l2 vertebral body. A venogram using hand push contrast was performed to attempt identification of a renal vein. Again, it was difficult to interpret. The decision was made to use the l2 vertebral body bony landmark as a reference. The inferior vena cava filter device sheath was then placed over the wire. The inferior vena cava filter was then attached to the device sheath and advanced to the level of l2. Using a pin-and-pull technique, the filter was then deployed at the level of l2 and did not appear to be tilted. Therefore, the investigation is confirmed for the positioning issue. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. F. Precautions 1. The safety and effectiveness of this device has not been established for morbidly obese patients. Abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. 2. If misplacement, sub-optimal placement, or tilting of the filter occurs, consider immediate removal. Do not attempt to reposition the filter. H10: d4 (expiry date: 05/2018), g3. H11: h6 (results and conclusion). H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with deep vein thrombosis and in conjunction with or before bariatric procedure. At some time, post filter deployment, it was alleged that the filter tilts during deployment. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2018).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with deep vein thrombosis and in conjunction with or before bariatric procedure. At some time, post filter deployment, it was alleged that the filter tilts during deployment. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.